Event description:
It was reported that the patient had the artificial urinary sphincter with a 6.0 cm cuff removed as the device was working great then experienced progressive leakage over time due to atrophy. An new artificial urinary sphincter with a 4.5 cm cuff was implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter with a 6.0 cm cuff removed as the device was working great then experienced progressive leakage over time due to atrophy. An new artificial urinary sphincter with a 4.5 cm cuff was implanted.